Event description:
It was reported that the procedure was to treat a 95% stenosis in the mid circumflex (cx) vessel with mild calcification and mild tortuosity. Pre-dilatation was performed reducing the stenosis to less than 40%. The 3.0 x 18 mm device was advanced, but could not cross the lesion, due to the anatomy. A 3.0 x 23 mm xience xpedition stent was used, which crossed easily and the procedure was completed successfully with good results. There was no reported clinically significant delay due to the failure to cross. There was no adverse patient effect. No additional information was provided. Return device analysis revealed the tip of the 3.0 x 18 mm device was separated and not returned. It cannot be confirmed when the tip became separated; therefore, it is possible that it remains in the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The return device analysis revealed the tip of the device was separated and not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.